Event description:
Additional information received reported that the volume discrepancy was attributed to the catheter being coiled tightly multiple times in the pocket, which obstructed flow. It was observed during the revision that the sutures that secured the pump were broken. The reporter had not been notified of any further discrepancy issues post revision. As of (B)(6)-2015, the patient¿s dosage was adjusted up and the personal therapy manager (ptm) was reactivated. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Additional information received reported that there was further catheter issues. The catheter was kinked, occluded at the proximal segment. The physician was having volume discrepancies at last few refills (unknown exact numbers). The physician stated that the pump was mobile in the pocket. The patient had a pocket revision/catheter revision on (B)(6) 2015. Upon opening the pocket, the catheter was found coiled and twisted multiple times and the pump was no longer secured at the suture loops. The physician felt that the patient's body habits caused the issue and chose to explant the system. It was noted that the patient had unrelated medical headaches that made it too hard for the patient to tell if they had any symptoms related to the pump. The pump was explanted so the patient did no have effective therapy.

Event description:
It was reported that the patient reported that over the past 3-4 weeks they had been experiencing increased pain and with the pain came nausea; "it progresses and get worse." The patient "shakes" and experiences hot and cold flashes and sweats. The current symptoms felt like withdrawal, the patient believed they were in withdrawal. It was noted that the logs were normal but the pump had been flipping and was currently sideways. The patient was going to have a revision surgery on the day of report. It was also noted that at the last refill they were supposed to get a "few cc's but got 20ccs." The patient had been getting poor communication with their personal therapy manager (ptm); it was attributed to the pump flipping. The pump system was delivering morphine. ((B)(4).) (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. Conclusion code no longer applies.